Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: extruded into endometrial canal') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, mitral valve prolapse, high cholesterol, arthritis, hypercholesterolemia, ovarian cyst, osteoarthritis and augmentation mammoplasty. Previously administered products included for an unreported indication: sulindac. Concurrent conditions included anxiety. Concomitant products included lisinopril, sertraline hydrochloride (zoloft), simvastatin (zocor) and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"), 1 month 3 days after insertion of essure. On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, pelvic pain, vaginal discharge and abdominal pain lower had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on 08-jun-2011: hysterosonogram is abnormal ¿ the left essure coil is extruding into the endometrium there is a 1.2 cm anterior fundal polyp n the endometrium.. Pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received- outcome of fatigue updated to recovering / resolving. Medical history and historical drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: extruded into endometrial canal') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, mitral valve prolapse, high cholesterol, arthritis, hypercholesterolemia, ovarian cyst, osteoarthritis and augmentation mammoplasty. Concomitant products included lisinopril, sertraline hydrochloride (zoloft), simvastatin (zocor) and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 1 month 3 days after insertion of essure. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, pelvic pain, vaginal discharge and abdominal pain lower had resolved and the fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2011: hysterosonogram is abnormal ¿ the left essure coil is extruding into the endometrium there is a 1.2 cm anterior fundal polyp n the endometrium.. Pregnancy test urine - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: plaintiff fact sheet - event injury was replaced with events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: extruded into endometrial canal, dyspareunia (painful sexual intercourse), pain, and fatigue were added. Case upgraded from other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.